Manufacturer narrative:
Device received with all buttons responding properly. No blank display anomalies or button keypad anomalies noted. Device passed self test and displacement test. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 146 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the insulin pump got exposed to moisture. Customer did not passed self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.